Event description:
It was reported that the patient had three lead revisions which "never really helped much." The patient had the stimulator system removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7495lz51 lot# serial# (B)(4) implanted: (B)(6) 2002 explanted: (B)(6) 2005; product type extension; product ID 7495lz51 lot# serial# (B)(4) implanted: (B)(6) 2002 explanted: (B)(6) 2005; product type extension; product ID 7435 lot# serial# (B)(4) implanted: (B)(6) 2002 explanted:; product type programmer, patient; product ID 3998 lot# la1453 serial# implanted: (B)(6) 2002 explanted:; product type lead; product ID 3998 lot# lb2692 serial# implanted: (B)(6) 2003 explanted:; product type lead; product ID 3998 lot# la4177 serial# implanted: (B)(6) 2002 explanted:; product type lead. (B)(4).